Manufacturer narrative:
Covidien reference number: (B)(4). It was reported that the customer was to replace the graphical user interface (gui) and backlight inverter printed circuit boards (pcb) and will call the service engineer to upload the software.

Event description:
It was reported that the ventilator upper display was distorted. There is no reported patient involvement associated with the event.

Manufacturer narrative:
(B)(4). The customer reported to have installed the graphic user interface (gui) central processing unit (cpu). The service engineer (se) downloaded the latest software revision, and performed all tests and calibrations. The ventilator was found to be operating within manufacturing specifications.